Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, lot# j10940r55, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal morphine 20mg/ml ; 4.2mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. Three to six months ago the patient experienced a gradual onset of increased pain with no side effects and no withdrawal. A refill was done recently with 10cc more than expected. ((B)(6) 2015) per the event logs, since (B)(6) 2015 no stalls had occurred. A successful catheter dye study was done (B)(6) 2015 with everything normal. The catheter was fully aspirated via the catheter access port (cap), dye was injected and was seen to diffuse in the cerebrospinal fluid (csf). An unsuccessful roller study was done (B)(6) 2015 as the procedure was not done correctly; single bolus mode was utilized. The rollers did not turn. The rotor study was done again and it worked properly. The catheter and pump study were normal. The healthcare provider (hcp) planned to increase the daily dose to see if the patient got relief. On (B)(6) 2015 additional information was received from a healthcare provider (hcp). The patient did not have effective therapy relief. The patient needed a change of medication from morphine to dilaudid. The cause of the event, interventions and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.